Manufacturer narrative:
One osseotite parallel walled implant (oss411) was returned for investigation. Visual inspection of the as returned product identified a fractured collar and damaged threads, confirming the event and malfunction. Functional testing and dimensional analysis could not be performed because the returned product was fractured. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. B4: date of this report. D4: device expiration. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H4: device manufacture date. H6: entered evaluation codes. H10: added manufacturer narrative. Note: b5 and h1 were re-entered as these fields are required.

Event description:
There is no additional event information available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the oss411 implant fractured. The implant was subsequently removed and replaced.